Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 3.0 x 22 mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilation, a 3.00 x 24 mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were damaged due to calcification and tortuousity. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.00x24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 3.0x22mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilation, a 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were damaged due to calcification and tortuousity. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.